Event description:
It was reported that the patient bradycardia symptoms due to intermittent loss of capture and high impedance measurements on the right ventricular [rv] lead. The rv was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.